Manufacturer narrative:
Following return and completion of laboratory analysis, a follow-up report will be submitted.

Manufacturer narrative:
Upon return, the device was thoroughly analyzed. Microscopic inspection found no irregularities. The memory log was then reviewed and found that the device had recorded multiple faults on the date of implant. The device was then reset and interrogated without any issues. Laboratory engineers were able to verify the devices capability to pace on all channels, post reset. A x-ray of the returned product confirmed an open plasma fuse, indicating the device had sustained damage due to a shocking attempt into a shorted lead.

Event description:
Boston scientific received information that during dft testing post implant, high charge times were observed and a fault code generated. Within one hour post implant, the device had been completely depleted and thus explanted. During explant, an insulation breach on the associated chronic right ventricular lead was confirmed and the lead explanted. Another rv lead and device were successfully implanted and both products are intended to be returned for a post market assessment. While no adverse patient effects were reported an additional procedure did ensue.